Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device appears to be intact; it has fluids in it. No holes visible in the device. Additional, changed, and/or corrected data: b.5, b.7, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device remains implanted.